Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported kinks (shaft, coil) were able to be confirmed. The reported packaging damage (chipboard box) was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before patient use; the xience prox tyvek outer packaging was damaged. There was a kink in the plastic pouch but no noted break in seal. The device was removed from the packaging and the protective plastic hoop and proximal shaft were noted kinked. Although there was no noted break in seal, the nurse was unsure about the device's sterility. The device was set aside and not used. There was no patient involvement. There was no additional information provided.